Event description:
During the integrity test run just after the ts kit was loaded onto the clinimacs machine, a small leak from one of the junctions under the liquid sensor was noted. The run was terminated upon the failed kit inspection. The lot number of the ts kit was b2398. A new ts kit of the same lot (b2398) was loaded onto the clinimacs machine, passed inspection and the selection was performed without incident. Product was not affected negatively in any way and processing continued according to relevant standard operating procedures. Miltenyi was notified via email of the kit leak.